Event description:
It was reported that a smiths medical pump alarmed no disposable pump won't run. Res vol 84.8 ml, rate 2.2 ml/hr, given 15.65 ml. No air in line, patient not affected. No further information available.